Event description:
Paramedics responded to a person, condition unk. The pt was connected to the device with ECG electrodes and diagnosed as tachycardiac. Disposable defibrillation/ECG electrodes were connected to the pt for synchronized cardioversion and the device charged to 50 joules. According to the reporter, after the device transferred energy to the pt, the device powered down by itself. The reporter said that when the on button was pressed, the device powered on momentarily then powered down and that this occurred several times. The pt was transported to the hosp and no adverse affects to the pt occurred as a result of the alleged malfunction.